Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general monitored anesthesia care (mac) on (B)(6) 2022. Additionally, fiducial markers were placed transperineally. On follow up computed tomography (CT) scan for planning, the hydrogel appeared to wrap around the prostate and did not sit in its usual spot between the prostate and rectum. It appeared in a thin line surrounding the prostate. The patient is getting radiation treatment as if there is no spaceoar vue present. The patient is receiving external beam radiation therapy. No patient complication or harm to the patient was reported.

Manufacturer narrative:
(B)(4).